Event description:
It was reported by service report that the head end of the bed will not lower. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the last stapler on the stomach fired half way through and cut all the way so as a result there were defects in the stomach on each side. Unk how case was completed.